Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection, hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available.

Event description:
It was reported that the patient was hospitalized at augsburg hospital due to diabetic ketoacidosis (dka) and an abscess. The patient's blood glucose levels reached 300 mg/dl while wearing the pod between 49 and 71 hours on the leg. Symptom reported include hyperglycemia, fever, dizziness, nausea, skin swelling, redness and irritation. The patient was treated with antibiotic for the skin (name not provided) and insulin via a new pod. The patient was released the next day. The device was discarded.